Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing, resulting in high ventricular rate (hvr) episodes and intermittent pacing inhibition. The capture threshold, sensing threshold and pacing impedance of the rv lead were reported to be stable, unchanged and within normal limits. No interventions or changes were performed, and the patient will continue to be monitored. The patient remained in a stable condition and was asymptomatic.